Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with sensing integrity counter (sic) episodes. The patient was noted to have prostatectomy surgery on the day of the oversensing episodes. The lead remains in use. No patient complications have been reported as a result of this event.